Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm during manual prime on the insulin pump. The customer's blood glucose level was 400 mg/dl. The customer was advised that in order to troubleshoot their insulin pump, set and reservoir we may request that they change set and or reservoir. The troubleshooting was performed. The customer was advised to rewind insulin pump, reinsert reservoir into insulin pump and run manual prime to at least 5.0 units. The customer stated that the insulin did no alarm no delivery. The patient was advised that the insulin pump is working as designed. The customer was advised that the set is safe to use.